Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, damage to the liquid crystal display (lcd) was found on the device. The manufacturer's investigating is on-going. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was a system error found during 30 second testing due to the battery and damage to the handle. The internal battery was charged to address the issue.